Manufacturer narrative:
Qn#: (B)(4).

Event description:
The extension line and luer hub were found separated just below the hub while in use on a patient. Therefore, the catheter was replaced with a new one.

Event description:
The extension line and luer hub were found separated just below the hub while in use on a patient. Therefore, the catheter was replaced with a new one.

Manufacturer narrative:
(B)(4). The customer returned one single lumen cvc catheter for evaluation. Visual inspection revealed the distal extension line had become separated just adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The points of separation were rough and jagged, consistent with undue force being applied to the extension line. The length of the catheter body measured 210 mm , which is within specifications of 201.5-210.5 mm per catheter product drawing. The inner diameter of the distal extension line within the luer hub measured 0.058", or 1.4732 mm, which is within specifications of 1.42-1.50 mm per distal extension line extrusion graphic. The outer diameter of the distal extension line measured 2.177 mm which is within specifications of 2.13-2.21 mm per distal extension line extrusion graphic. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter and extension line met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. The separation points were jagged, consistent with undue force. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.